Event description:
Blood glucose measured 432 mg/dl at 2:05 pm and 441 mg/dl at 2:07 pm however measured 170 mg/dl at 2:15 pm. It was stated customer then tested 369 mg/dl at 2:18 pm, 351 mg/dl at 2:20 pm, 143 mg/dlat 2:24 pm, and 185 mg/dl at 2:26 pm. Reporter indicated taking medication as normal. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.